Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized 3 times due to low blood glucose, high blood glucose, and diabetic ketoacidosis with unknown blood glucose levels at the time of the incidents. The customer did not mention how they were treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the events. Troubleshooting was not completed. The customer stated their health care professional adjusted their settings after each hospitalization. No further information was obtained as the customer could not be reached back. The insulin pump will not be returned for analysis.